Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The increased mr appears to be related to procedural conditions due to the slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was implanted, reducing mr to a grade of 1. On (B)(6) 2019, echocardiogram was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increased to a grade of 3-4. On (B)(6) 2019, a second procedure was performed to stabilize the implanted clip and to reduce mr. Two mitraclip¿s were implanted, one on each side of the slda, reducing mr to a grade of 1-2. No additional information was provided.